Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had to undergo another operation for the removal of the thread under anesthesia. A new set of suture was used.